Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery, the tip of the needle broke off when fired with the ar-12990. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully without the need for an additional device. It was not necessary to switch the surgical technique or do a second surgery. Update 27-jan-2026 - further information was received: it was reported during a surgery, the jaw of the ar-12990 broke off when the needle was activated. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully without the need for an additional device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed as the visual evaluation of the received ar-12990 with batch 10956278 revealed that the upper jaw of the knee scorpion was broken off (see evaluation picture 2). A functional test was not performed due to damage to the device. The most likely cause of the reported failure can be attributed to misuse/mishandling due to damage to the device. Furthermore, the visual evaluation revaled that the distal tip has discoloration (see evaluation picture 2).